Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tip of the videoscope was burned. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions for gif-h290t operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.